Manufacturer narrative:
(B)(4) stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex tracheobronchial stent was to be used to treat a stricture in the lungs during a bronchoscopy performed on (B)(6) 2016. During the procedure, the physician began deploying an ultraflex tracheobronchial stent; however, upon pulling the deployment suture, it was noted that the stent was only deployed partway. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received partially deployed. Visual evaluation found the distal end of the shaft kinked. In addition, the deployment suture knotted around the distal end of the shaft. Function analysis found that the device shaft bowed during a failed deployment. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on march 23, 2016, that an ultraflex¿ tracheobronchial stent was to be used to treat a stricture in the lungs during a bronchoscopy performed on (B)(6) 2016. During the procedure, the physician began deploying an ultraflex¿ tracheobronchial stent; however, upon pulling the deployment suture, it was noted that the stent was only deployed partway. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.